Event description:
Boston scientific received information via a field contact report by a non boston scientific representative that an asymptomatic patient presented to a clinic for a routine follow-up. It was noted a polarity switch had occurred on this right ventricular (rv) lead due to a high pacing impedance of greater than 2000 ohms, along with slightly elevated thresholds. After the polarity switch, the pacing impedance was measured at 1995 ohms. It was noted that a lead fracture could be possible. Additional information was obtained that surgical intervention was recently performed to explant the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.